Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was appropriately shocked by the right ventricular (rv) lead as they were in ventricular tachycardia (vt); however, the shock failed to convert the patient to a normal sinus rhythm. The patient spontaneously reverted back to a normal sinus rhythm. The physician capped and replaced the lead with a dual coil lead. No further patient complications have been reported as a result of this event.